Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received a partial lead connector portion was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: to h6 coding for no problem detected coding was missing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a drop in blood pressure, high pacing threshold was noted on the left ventricular(lv) lead.the lead was explanted and replaced. The patient was stable.